Event description:
Information received from the field does not address the patient's clinical status but notes that post implant, the bipolar atrial lead impedance was >2500 ohms. The unipolar impedance was 300 ohms. Capture and sensing were reported as good. The device was programmed to unipolar.